Event description:
Info received indicates the left head siderail will not stay up.

Manufacturer narrative:
The tech found the siderail latch cover was bent, preventing the siderail from latching. The tech straightened the latch cover to repair the bed.